Manufacturer narrative:
The customer¿s product has been requested for investigation. A follow-up report will be filed once additional information is obtained. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reports feeling little electric shocks from their adc device. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Sensor (B)(6). Has been returned and investigated. The sensor plug is fully seated and no issues were observed. Evidence of fire or electric shock was not observed. No corrosion was observed. The returned sensor was further investigated and de-cased. Visual inspection has been performed on the de-cased sensor's pcba (printed circuit board assembly) and no issue were observed. An extended investigation has been performed. Visual inspection has been performed on the returned de-cased puck and no issues were observed. The sensor was found to be in sensor state 5 (indicating normal termination), indicating normal expiration at 14 days. Linearity testing was performed on the returned puck and it passed indicating puck¿s readings accuracy in specification. A visual inspection was performed of the internal components of the sensor and no issues were observed. A power consumption test was performed, and it was within specification. No damage was observed to returned puck's battery and was measured within specification. Insufficient voltage produced by puck's battery indicated it was insufficient to produce an electric shock. Therefore, the complaint is not confirmed. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs (device history review) showed the fs libre sensor and sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reports feeling little electric shocks from their adc device. There was no report of death, serious injury, or mistreatment associated with this event.